Event description:
It was reported that the user experienced elevated glucose during a supply change, paused insulin delivery for over an hour while on the call, performed a manual fingerstick that read high, disconnected from the ilet, and self-administered (B)(4) units of fast-acting subcutaneous insulin; the device problem and component could not be characterized due to insufficient information. Symptoms included hyperglycemia with associated confusion or disorientation, headache, and irritability. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and available details were insufficient to determine a device malfunction or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.